Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The reported generator device has not been returned to olympus for evaluation. The cause of the reported event could not be conclusively determined at this time; however, user handling could not be ruled out as a contributing factor to the reported event. The instruction manual states ¿use this equipment properly. If not properly used, it may cause deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. Should any unintended output be observed during surgery, immediately stop using the ultrasonic generator and turn off the power switch.¿ as part of our investigation, a review of the device service history was performed and found that that the device was purchased on (B)(6) 2017 and has not been returned to olympus for evaluation since the date of purchase. If the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic bilateral salpingectomy-oophorectomy procedure, the generator would intermittently heat up to an undesired level without the user applying more energy to the device. This event occurred when the physician was activating the ¿seal & cut¿ mode on the patient¿s fallopian tubes (approximately 5mm in thickness) using an olympus thunderbeat device. It was further reported that no error code displayed prior to the reported device issue. It was further reported that the thunderbeat device did not malfunction. There was no teflon pad damage or probe damage to the unit. The procedure was completed using a new set of generator and thunderbeat device. No patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, and to provide the evaluation findings. The reported device was returned to olympus for evaluation; however the associated accessories and handpieces were not returned with device. The reported device issue could not be confirmed. Olympus performed a visual inspection on the device and found no abnormalities. The device was then tested with an olympus generator, transducer, thunderbeat and sonicbeat handpieces and the device passed all functional and output inspection. The device generated energy only when activated and did not continually heat up without activation. In addition, the intelligent tissue monitoring function was working properly. The device was only inspected and not serviced. Based on the device evaluation, the exact cause of the reported device issue could not be determined as the associated accessory devices were not returned with the device and the reported device functioned as designed; however, the operator¿s technique could not be ruled out as a contributing factor to the reported event. The instruction manual for use provides several warning statements in an effort to mitigate patient harm. ¿should any unintended output be observed during surgery, immediately stop using the ultrasonic generator and turn off the power switch. Use this equipment properly. If not properly used, it may cause deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.¿